Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic acidosis due to high blood glucose on (B)(6) 2017 with blood glucose of 497 mg/dl, currently it was 179 mg/dl. The customer experienced symptoms such as nausea, vomiting and chest pain. The customer was wearing the insulin pump during the hospitalization. The alleged device is expected to be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. Unit received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, stained keypad overlay, cracked case at display window corners and minor scratches on lcd window.